Manufacturer narrative:
(B)(4). The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested and the following was received: it was reported that the implant date was (B)(6). What year did the implant take place? 2019. What is the product code for the linx device that was removed? Lxmc14. What is the lot number of the linx device? Don't know. What is the account number/hospital name and address for the where the explant took place? (B)(6) hospital; implant was placed at (B)(6) center. Did the patient have an autoimmune disease? Known comorbid conditions are listed above. Is the patient currently taking steroids / immunization drugs? Unknown. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Known comorbid conditions are listed above. How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? No. It was reported that the patient had a peh. Was this repaired at implant? Yes. Was a crural repair done at the same time as the implant? Yes see above. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and intolerance? Unknown. Was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that post op of a linx removal, device placed (B)(6); removed (B)(6) due to persistent dysphagia and intolerance; nka; original procedure with peh with mesh. Patient history of dvt, anemia, anxiety, right breast cancer with chemo, tah, dvt, the patient was not part of a clinical study.